Event description:
I received an email from amazon stating that the heating pad that I had purchased had a recall and to stop using it immediately. Model: na-1121b, lot 210104. FDA safety report ID# (B)(4).